Manufacturer narrative:
According to the available info this inflatable penile prosthesis was implanted on 3/24/87 and removed on 6/12/97 due to a "malfunction." A pump and two cylinders were returned for eval. Requests for add'l info surrounding this event have been made, however, to date the info has not been rec'd. Without the requested info, qa is precluded from commenting on the condition of the device or the events surrounding this incident. Should add'l info be rec'd, qa will reevaluate this event in accordane with procedures. Examination and testing of the returned components revealed a separation/leakage site in the inlet tube at the strain relief/tube junction. Examination of the surfaces of the separation revealed markings characteristic of stress(s) induced rending and a confined area of abrasion surrounding and penetrating the site. Additionally, within the area of abrasion, adjacent to the separation, a crease mark is observed. Further examination revealed that each of the outlet tubes and the inlet tube display confined areas of abrasion and the pattern of this abrasion indicates that the tubes were overlapped and twisted. Based on qa's examination and the limited info rec'd, qa concluded that while in-vivo the outlet and inlet tubes were overlapped, twisted, and abrading against one another. In addition the inlet tube was partially kinked. Qa further concluded that this positioning, in combination with device usage over time, contributed to sufficient stress(s) to rend the inlet tube at the noted site. This rent would allow the loss of fluid and render the device operable.

Event description:
Per the information provided to co by the physician's office, the device was removed due to "malfunction." As reported to co, the entire device was removed and replaced with another model device, produced by the same MFR.